Manufacturer narrative:
A020602: missing bob a05: broken bob d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, ubd: unknown, UDI#: unknown, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box no longer functioned. It was also noted that the break out box was missing. There was no patient involvement. Additional information was received. It was reported that someone ran over the plug of the breakout box that plugged into the main steel unit. They then pulled the unit out of the room before the patient or case and brought in the second navigation system. It was replaced with a brand new breakout box.

Event description:
Additional information was received. It was reported that the breakout box was broken, then misplaced.

Manufacturer narrative:
H2: additional information added to b5. Correction: d3-4 updated. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the breakout box was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, g2: report source and initial reporter information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.